Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ir physician was using a nitrex 80cm guidewire for a nephrostomy case. During procedure, physician went to pull the wire out and it sheared off inside the patient. The physician used a snare and retrieved the fractured wire. No further injury reported.